Event description:
It was reported that during a low anterior resection procedure, the staple line was incomplete and the staples were malformed. There was no reported patient consequence. The operating room time was extended by 1.5 hours.